Manufacturer narrative:
E1 - initial reporter: (B)(6). E1 - event site name: (B)(6) medical center. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) fiber optic pressure cable and pressure transducer failed to work. There was no patient harm reported. Staff successfully switched to another cardiosave unit. A getinge field service engineer (fse) was dispatched to evaluate the malfunctioning unit. The fse reported that the fiber optic connector was damaged. Fiber optic sensor connector assembly was replaced. The product passed all functional and safety tests per manufacturer specifications.